Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4) this solicited case, reported by a consumer who contacted the company to report adverse events concerns a (B)(6) chinese female patient. Medical history did not include any relevant condition. Concomitant medications included acarbose for unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humalog 70/30) cartridge, via reusable humapen (unknown type), 10 units in the morning and 10 units in the evening, subcutaneously, for the treatment for diabetes mellitus, beginning from 2006. Her doctor also prescribed to adjust her doses depending on her blood glucose (bg) levels. In 2011,she was hospitalized (exact hospitalization dates were not provided) due to having her fasting blood glucose high around 9-10 (no units provided) and also her intestines and stomach were not good. Her doctor prescribed to increase her human insulin isophane suspension 70%/human insulin 30% dose to 20 units in the morning and 19 in the evening. The same year (2011) her injection pen had leakage problem ((B)(4)/lot unknown), so it was replaced with a new lilly injection pen (blue and grey). In 2012, she experienced chest tightness. In 2014, her blood glucose was a little high and her doctor suggested to drink a tea called jiaogulan. Her bg returned back to be stable. On (B)(6) 2016, human insulin isophane suspension 70%/human insulin 30% could not be injected out (no details provided). Information regarding additional corrective treatment and outcome of the remaining events was unknown. Human insulin isophane suspension 70%/human insulin 30% was continued. The patient was the user of the device. Training status and status of the device were not provided. The general and suspect device duration of use was approximately six years. The reporting consumer did not know if there was a relation between the reported events and human insulin isophane suspension 70%/human insulin 30% therapy. Update 06-apr-2016: upon review of this case, the case was opened to update the medwatch fields for regulatory reporting; added the (B)(4) to the narrative; added the device use paragraph to the narrative; updated the improper use and storage to yes; and updated the narrative.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. No further follow up is planned. Evaluation summary a female patient reported her humapen device was leaking. The patient experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. While the exact device model was not reported, it was likely a humapen ergo based on the date of the patient's therapy and product availability in china at that time. The suspect device was used approximately six (6) years. The humapen ergo user manual states the device was designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this is relevant to the complaint of increased blood glucose levels.

Event description:
(B)(4). This solicited case, reported by a consumer who contacted the company to report adverse events concerns a (B)(6) chinese female patient. Medical history did not include any relevant condition. Concomitant medications included acarbose for unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humalog 70/30) cartridge, via reusable humapen (unknown type), 10 units in the morning and 10 units in the evening, subcutaneously, for the treatment for diabetes mellitus, beginning from 2006. Her doctor also prescribed to adjust her doses depending on her blood glucose (bg) levels. In 2011,she was hospitalized (exact hospitalization dates were not provided) due to having her fasting blood glucose high around 9-10 (no units provided) and also her intestines and stomach were not good. Her doctor prescribed to increase her human insulin isophane suspension 70%/human insulin 30% dose to 20 units in the morning and 19 in the evening. The same year (2011) her injection pen had leakage problem ((B)(4)/lot unknown), so it was replaced with a new lilly injection pen (blue and grey) in 2011. In 2012, she experienced chest tightness. In 2014, her blood glucose was a little high and her doctor suggested to drink a tea called jiaogulan. Her bg returned back to be stable. On (B)(6) 2016, human insulin isophane suspension 70%/human insulin 30% could not be injected out (no details provided) ((B)(4)/lot unknown). Information regarding additional corrective treatment and outcome of the remaining events was unknown. Human insulin isophane suspension 70%/human insulin 30% was continued. The patient was the user of the device. Training status and status of the device were not provided. The general and suspect device duration of use was approximately six years for the device associated with (B)(4). The device associated with (B)(4) was used for five years. The device associated with (B)(4) was not returned. The reporting consumer did not know if there was a relation between the reported events and human insulin isophane suspension 70%/human insulin 30% therapy. Follow up was not possible since it was impossible to contact reporter. Update 06-apr-2016: upon review of this case, the case was opened to update the medwatch fields for regulatory reporting; added the (B)(4) to the narrative; added the device use paragraph to the narrative; updated the improper use and storage to yes; and updated the narrative. Update 13-apr-2016: information received on 08-apr-2016. The reporter was tried to contact, but not answer obtain. Follow up information cannot be obtained. This case will be consider a lost follow up. (B)(4) provided on 01-apr-2016, that had been previously processed. No other changes were performed in the case. Update 25-apr-2016: upon review of the information originally received on 31mar2016, the case was opened to add a new suspect device associated with (B)(4) and non serious event. New (B)(4) was correctly associated with the suspect device associated with the serious blood sugar event. The narrative was updated accordingly. Update 02-may-2016: additional information received on 29-apr-2016 from the global product complaint database added the device specific safety summary device associated with (B)(4); added the device was not returned; updated the medwatch and the european and canadian required device reporting elements; and updated the narrative.